Event description:
It was reported that in ukr case, after burring the femur, moved to start burring the tibia and the system prompted to verify the checkpoints. Passed the femur point, but the tibia said the tracker had moved 20.4mm. Had to cut tibia manually to finish case.

Manufacturer narrative:
The device was used in treatment when after burring the femur, the femur checkpoint passed and the tibia checkpoint verification said that it moved 20.4 mm. DHR review found that the software version navio 6.0.01 has been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint provides instructions for the user in the "tka planning and implant" section. The user is instructed to "make sure that the bone tracker frames, as well as the handpiece tracker frame, remain within the camera's field of vision. Press to go to the checkpoint verification screen to manually force a check of the checkpoint on the tibia. Use this button to verify that the tracker array has not shifted during registration or planning". The navio system IFU also states the responsibility of the surgeon with regards to navio system use. Accordingly, product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. Review of the returned log files and case screenshots confirmed checkpoint verification on the case screenshots showed that the tibia checkpoint had moved about 20.4mm, about the distance the checkpoint will have moved if the tracker rotated from an edge to a flat. While the tracker may seem tight and rigid even if it is tightened on an edge, it can still move to a flat during the case. This was due to user error when tightening the trackers.